Manufacturer narrative:
The investigation for the pump stop and saturated flow has been completed. Data logs were reviewed which confirm pump stop. Placement signal begins trending upwards and then high motor current (hmc) pump stop alarm 13 with mc spike and ps increase. Immediately purge pressure rises and purge flow drops over 1 min then triggers high pump pressure (hpp) and purge system blocked alarms. Pump was off for 6 min until it was restarted and ran for 6 more hours until explant. Flows were slightly saturated once the pump was restarted with elevated mc. High pump pressure (hpp) and low purge flow remains for rest of the case. Position unknown and position in aorta alarms after pump is restarted. No catheter kinks noted. Large biomaterial found around impeller and in purge gap. Hpp reproduced while purging pump at p-0 while soaking in water bucket. Running the pump did not resolve the hpp and pump stop not reproduced. Window cut in catheter to confirm no blood ingress. Catheter was cut near the mh and purged fine with hpp was resolved. The cause of the high purge pressure issue was biomaterial.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient had a impella 5.5 pump implanted for left ventricle aneurysm surgery. The impella 5.5 pump stopped and was restarted. Upon restart, the pump had flow saturation and purge system blocked alarms. The patient was taken to the operating room for removal and placement of a right axillary impella 5.5. There was no harm to patient and the patient survived the event.